Event description:
A caller reported experiencing multiple occlusion alarms, although the alarm number could not be verified. An occlusion event caused the customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided for one event, but it remained normal during other events. The customer managed the high blood glucose with a correction injection via manual insulin therapy, and addressed the occlusion issues by changing the infusion set and cartridge, thereafter resuming insulin delivery. Despite the recurring issues, the customer did not require third-party assistance and declined additional help, prompting the technical support team to close the case.